Event description:
Customer called in regards to his pump not delivering overnight. He awoke with elevated blood glucose. Attempted to bolus but nothing exited. During troubleshooting was noted that driver block was sliding in both the locked and unlocked position.